Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the battery voltage on this cardiac resynchronization therapy defibrillator (crt-d) was out-of-specification when the device was interrogated prior to implant.